Event description:
Additional information received reported impedance testing show no abnormal values. It was noted that no x-rays were performed however several reprogramming sessions were held all resulting in the same dysfunction: implantable neurostimulator (ins) stops working without turning it off with patient programmer. It was reported that health care provider (hcp) replaced the stimulator on (B)(6) 2013. It was reported the cause of the malfunction is likely due to a cooking induction plate owned by the patient. It was noted that after the replacement the patient is receiving effective therapy.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (ins) was conducted in parallel with a control ins in order to compare the operation of both devices. At the conclusion of the tests it was reported that ¿both devices functioned properly throughout the duration of the test¿ and ¿both devices were set to the parameters the explanted device had when received for analysis.¿ it was concluded that no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s device was replaced due to intermittent stimulation. It was reported that impedance testing and reprogramming were performed prior to replacement but did not resolve the issue. It was noted the patient¿s device turned off three times. It was reported the patient owns induction cook tops and the surgeon ¿know this could be the origin of the stimulation interruptions¿ and that replacing the device ¿may not change the issues¿ but proceeded with the replacement. It was reported the device will be returned for analysis. It was reported the device was explanted on 2013-(B)(6). Additional information was requested but not available at the time of report and will be updated when received.